Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports a left side rupture diagnosed by MRI and ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. ¿ red particles were observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d9: date device photo received.

Event description:
Patient reports a left side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.1., d.2., d.4., d6a., d6b., g.1., g.4., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Event description:
Patient reports a left side rupture diagnosed by MRI and ultrasound. This record relates to the left side. The device has been explanted.

Event description:
Patient reports a left side rupture diagnosed by MRI and ultrasound. This record relates to the left side. The device has been explanted.